Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
In a routine post-operative checkup, the surgeon noticed the arsenal set screw loosening and complete disengagement at the caudal end of the construct. Revision surgery has not yet been scheduled. The arsenal spinal fixation system was originally implanted on (B)(6) 2016.